Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visual observation confirms the anchor is cracked in the middle, but is held in place by suture. The anchor appears to be used and there is evidence of tissue debris found on the anchor. Typically, anchor breakages are associated with off axis insertion, levering during insertion or hard bone quality. No technique information was provided that would suggest if the aforementioned causes contributed to this event. Although the complaint can be confirmed, we cannot discern a root cause for this failure. Furthermore, no lot numbers were provided which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) - incomplete. The lot number is currently unavailable; therefore, the expiration date is unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during rotator cuff repair, it was observed that when the surgeon tried to insert the device into the bone hole, he noticed a slight crack on the surface of the device. He still tried use the device by adding the step of tapping to the bone hole and it got cracked significantly during inserting and then broke apart. It was reported that most of the broken pieces were removed from the patient¿s body. The procedure was completed with a five-minute delay. The backup device was used to complete the case. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.